Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report; provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes; and provide additional manufacturer narrative. After several attempts were made to obtain the transducer referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on historical data regarding (B)(4), the probable cause of the reported phenomenon was determined to be gastro flex thermistor reliability issue. Since the serial number information is not available, it could not be determined if this issue occurred prior to or after the corrective action was implemented in july 2017. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer generated a us acquisition (B)(4) error. There was no patient in the room and there was no study being performed when the error occurred. The ultrasound system recovered after the transducer was disconnected and then reconnected. No additional information was provided.